Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct225 +14.5 diopter) was planned to be explanted in secondary surgery because of patient experiencing visual distortions and photopsia. Additional information was received and customer confirmed that explant took place on (B)(6) 2018. A model zct400 +13.5 was the replacement lens for the patient. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/24/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection shows the product was cut into two pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.